Event description:
The user facility reported that the micro ventricular bolt could not be calibrated to zero. On october 5, 2006, the integra sales representative reported the following additional information. No dealy in treatment occurred, because another micro ventricular bolt was on hand. No revisions were performed on the patient, and the desired outcome was achieved. The current patient status is unavailable.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.